Event description:
It was reported that the pt expired due to unk reasons. Implant duration 11 days. It is unk if the pt's death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.